Event description:
It was reported that therapy disabled with error. There was no report of patient involvement.

Manufacturer narrative:
It was reported that therapy disabled with error. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.